Event description:
It was reported that the patient presented in clinic for a device follow-up. Device interrogation showed that the implantable cardiac monitor (icm) exhibited undersensing during a non-sustained ventricular tachycardia (nsvt) episode, which was identified following patient symptom activation. Programming changes were made. The patient was in stable condition.